Event description:
An intraocular lens (iol) was reported to have had a labeling discrepancy. The dioptic power on the primary label (17.0d) did not match that on the secondary label (17.5d). The actual power of the lens was 17.0d. Surgeon states iol was implanted and there was no impact on the pt's vision. Visual acuity was 1.0 postoperatively.